Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the thrombus/ventricular fibrillation. The clinical noted the patient had vf throughout support and that thrombus was on the motor during explant. The root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure: the clinical noted that the patient was on dialysis on support. The cause of the injury was not determined due to insufficient clinical details. Optical sensor issue: about two days into support, the clinical stated that the ps was not correlating to the arterial pressure line. The map was 62 while the ps was around 30. The imc logs show at case start the calibrated g0 was about 137 lower than the factory g0 value. Sea level pressure during the time of calibration was about 30.04 inches. The lt logs show that at the beginning of starting the case the ps was around 60 but then it remained variable during the case in between the with systolic values in the 30's and 70's. During this time the 5s parameters were stable as they were not variable or noisy. There are two instances of psnr alarms and a change in 5s parameters but that occurs when the pump is shut off and unplugged but the parameters recover about 50 hours later. Specifically, an rt log was observed on 10/16 during the time of the reported complaint with the ps appearing aortic with systolic values of 70 and diastolic of 25. There were no changes in mc or pump flows. Another rt log was observed on the 27th before explant, and systolic values were about 60 with diastolic values of about 20. 5s were stable during this time. There is no confirmation of any abnormalities with the placement signal. Due to a lack of product returned and clinical details regarding the a-line and what was occurring with the patient during this time, the root cause of the optical sensor issue cannot be determined. Difficult/unable to remove: the clinical details state that there was resistance when attempting to explant the pump. It revealed that the cannula appeared to be stuck in the subclavian artery. The physicians re-opened the sternum and manipulated the aorta to straighten the path of the graft. The pump was successfully removed but biomaterial was found on the motor housing upon explant. It was stated that the motor housing may have scrapped the inside of the artery due to the sharp angle of the subclavian artery and aorta bifurcation. Based on the clinical details, the root cause of the difficulty removing the device is most likely due to the patients condition as there was a sharp angle of the subclavian artery and aorta bifurcation causing resistance and a difficult angle to explant. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support for intra-aortic balloon pump placement. While on support, patient was sent to operating room for ventricular fibrillation (vf). Placement signal was not correlating with arterial line readings. Patient presented again with vf, was shocked 3x and given amio. Pt was placed onto dialysis. During removal, there was resistance when pulling impella. Fluoroscopy revealed cannula ¿stuck¿ in the subclavian artery. Doctor decision to re-open sternum to investigate further. Manipulation to aorta to attempt to straighten the path to graft. Pump successfully removed but a biomaterial possible endothelial found on explant on the motor housing.